Event description:
Related manufacturer reference number: 2017865-2022-08033. It was reported that the patient presented in clinic for a follow up feeling dizzy and lethargic. The patient's implantable cardioverter defibrillator exhibited failure to capture and right ventricular lead exhibited failure to capture and high pacing impedance. The device was explanted and replaced. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.